Manufacturer narrative:
The returned lead exhibited normal electrical characteristics. A lead tip stiffness test was performed and was found to be within product specification. No anomalies were observed.

Event description:
It was reported that during follow-up, r-waves had decreased due to perforation. The perforation was confirmed with a CT scan. The lead was removed and replaced.